Manufacturer narrative:
Os suspect product discarded.

Event description:
On (B)(6) 2022 an eye care professional (ecp) in france called to advise that a patient (pt) went to an ophthalmologist for a ¿zona eye infection¿ while trailing in the acuvue® oasys® multifocal brand contact lenses. The ecp reported when the ophthalmologist ¿cleaned the pt¿s cornea, which had pieces of plastic.¿ the event occurred in mid-september to current. The ecp will follow-up with the pt for additional information. No additional information was provided. On 14oct2022, the ecp spoke with the pt who provided additional information. The pt developed shingles on the left side of the face and was diagnosed in a hospital with shingles. The pt continued wearing the contact lenses after the shingles diagnosis. The pt reported that 10 days after the shingles diagnosis, the pt presented to the ecp with a red and painful left eye (os). The pt reported the ophthalmologist advised that the ¿shingles have spread to the left eye.¿ the pt was diagnosed with a corneal ulcer, ¿which might have been caused¿ by shingles. The pt was in treatment from 8th or 9th of sep2022 and it ended about a week ago (specific dates were not provided). The pt could wear contact lenses again in about 2 to 3 months and will return on to the ecp on (B)(6) c2022 for a follow-up appointment. The pt is currently wearing glasses and reports the ¿eye is still not fine.¿ the pt reported cl wear at night. No additional information was provided. On (B)(6) 2022 a call was placed to the reporting ecp for additional information. The ecp reported that the pt is concentrating on getting better from the shingles and is worried about being able to wear cl again. The ecp doesn t have any additional information and refused to provide any additional medical information regarding the event. The event date of the event is being reported as (B)(6) 2022 as the specific date was not provided. This os corneal ulcer event is being reported as a worst-case event. The os suspect lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.